Event description:
A patient had reported been experiencing a minor, sharp stabbing sensation with stimulation for approximately 1 month. Per the patient, the pain was tolerable. Both system and normal mode diagnostics were performed, and high lead impedance was observed for the patient's device. The patient was referred for surgery to resolve the high impedance, but no surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement. Lead replacement was due to the high impedance and the generator was prophylactic. During the replacement a lead fracture was found. It was noted that the lead was in a know. The explanted lead has not been received for analysis to date.

Manufacturer narrative:
Described event or problem; device available to manufacturer; device evaluated by MFR? Corrected data, supplemental MDR #1 inadvertently omitted received date of suspect device.

Event description:
Lead received for analysis. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the lead was completed and approved. A portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.